Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but was unavailable.

Event description:
It was reported that the patient's ipg became inoperable in (B)(6) 2019. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.